Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead ,implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high shock coil impedances. The lead remains in use. No patient com plications have been reported as a result of this event.